Event description:
The customer contacted beckman coulter inc (bec) to report a blood leak coming from the aspiration probe while running a calibration procedure on the dxh800 instrument. Patient samples were not impacted. The user wore personal protective equipment (ppe) consisting of gloves, lab coat and eye goggles at the time of the incident. Medical attention was not sought and no exposure to mucous membranes or open wounds was reported. No injury or change to patient treatment attributed or associated to this complaint. On (B)(4) 2011, a bec field service engineer (fse) observed signs of leaking along the air mix and temperature control (amtc) module. Fse ran control samples in an attempt to replicate the leak but was not able to do so. The fse observed that when the probe would pierce the tube to aspirate the sample, the probe wasn't being washed off properly. Per the fse this had previously caused the leakage of blood. The fse performed the wash collar alignment and performed the flush probe waste chamber procedure to ensure there were no obstructions within the system. The repairs were verified per established procedures. Root cause for the leak was that the aspiration probe was not being washed off properly and the causing the remaining blood to leak.

Manufacturer narrative:
(B)(4).